Event description:
The coblator tip was cauterizing, but no suction occurring. The suction unit was working well. The device was removed and a new coblator device was opened and worked well. No harm to the patient.